Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. The use of a magnet to elicit a response was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically-observed difficulty in interrogating this device.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. The use of a magnet to elicit a response was recommended. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. The use of a magnet to elicit a response was recommended. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.